Event description:
It was reported that during a da vinci surgical procedure, the bottom of the shaft on the thoracic grasper instrument was damaged and the arm was acting up. Nothing reportedly fell into the patient. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation found four snakewrist cables broken at the grip and snakwrist interface. Failure analysis investigation also found that the distal end of the main tube had various scratch marks with light material removal. The scratches were approximately .038 - .352 in length. It was concluded that the damage may have been caused by mishandling/misuse. No other damage was found. The customer reported complaint does not itself constitute a MDR reportable event; however, the broken cables and the damage to the instrument's main tube, could likely cause or contribute to an adverse event, if the failure mode were to recur.